Manufacturer narrative:
The complainant reported to the company that a driver broke during surgery. A DHR review was performed for the lot, and there were no manufacturing anomalies identified. The device met all required specifications prior to being made available for distribution. The device has not been received for complaint assessment. If the device is received, a follow-up report will be submitted.

Event description:
The complainant reported to the company that a driver broke during surgery. There were no known patient complications.